Manufacturer narrative:
.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable infusion pump. The other medications that the patient was taking at the time of the event were unable to be obtained. The patient's medical history was requested, but wasn't available. The pump's indications for use were non-malignant pain and chronic low back pain. The hcp reported to the rep that there was a volume discrepancy at the patient's last refill appointment; there was less volume than there should have been. It was stated that the pump was possibly overinfusing. The event date wasn't provided. No troubleshooting or interventions have been performed. The plan was to replace the pump and return it to the manufacturer for analysis. The patient's status at the time of the report was reported as alive with no injury; the event had not been resolved at the time of the report. Surgical intervention was planned, but had not been scheduled. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.